Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "muffler damage" could not be confirmed. The device was received in a condition making the eval impossible. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device had muffler damage. The device was being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.